Manufacturer narrative:
(B)(4). Batch # k5ep37. Additional information was requested and the following was obtained: what type of procedure was the device used in? This device used in lar procedure the doctor use it for anastomosis between colon and rectum. Was this device fired on the patient tissue? Yes, it was. If yes, was the firing completed as expected? No, the device cannot firing because it can't turn to close before firing. How was the procedure completed? Used a new one. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In your previous response, it was unclear if the device was fired on the patient tissue. It was reported in the reply to one question that the device was fired on the patient tissue, but then reported in the response to another question that it could not be fired because it couldn¿t close. Please clarify. Was the device which could not completely close fired on the patient? The analysis results found that the ecs29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed the adjusting knob functioned as intended and the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument malfunctioned after inserting into the patient. It is freely turning and incompletely closed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.